Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the provided 3mensio report revealed that the patient's left access vessel had presence of tortuosity and a stented graft. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through sheath was confirmed based on the information provided. Available information suggests that patient conditions (tortuosity, undersized vessels) may have contributed to the reported event, as confirmed via 3mensio report. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to pre-existing stent or graft) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaints for inability to remove sheath and sheath liner torn were unable to be confirmed due to unavailability of returned device/procedural imagery. Therefore, the presence of a manufacturing non-conformance was unable to be determined. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "this time, the valve advanced farther into the sheath, but never exited the tip of the esheath. The ds and valve became stuck; therefore, the physician began to withdraw the devices. Upon removal, there was resistance. It was more than usual due to the valve and one of the tines bent back" and "the physician was eventually able to pull it back, but then noticed the bent strut was scoring the clear liner portion of the sheath open." During withdrawal of devices, bent thv struts likely got caught on patient-s vasculature, leading to the reported retrieval difficulty. It is also possible that the valve-vessel interaction was promoted via non-coaxial alignment angles rendered by patient anatomy (tortuous and restricted vessels). Application of increased withdrawal forces to overcome this resistance may have promoted adverse interaction between the crimped valve and the sheath liner, resulting in liner tearing. As such, available information suggests that procedural factors (interaction with crimped valve/bent struts, high withdrawal forces) and/or patient factors (tortuosity, undersized vessels) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is related report two of two for this case.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During the procedure, the initial system was inserted into the patient with very little to no difficulty. However, the delivery system (ds) with valve would not advance due to tortuosity in the femoral/iliac stent grafts. The valve was stuck at the area of the patient's pre-existing endovascular aneurysm repair (evar) stent. The physician pushed without success, so it was decided to remove these devices and try a new sheath and delivery system. There was no bleeding, damage or use error noted at this time. A new sheath and delivery system were obtained, and the physician opted to reuse the same initial valve for the second attempt. This attempt was preceded by the physician predilating the esheath with a 20fr non-edward's dilator. This time, the valve advanced farther into the sheath, but never exited the tip of the esheath. The ds and valve became stuck; therefore, the physician began to withdraw the devices. Upon removal, there was resistance. It was more than usual due to one of the valve tines became bent backwards. The physician was eventually able to pull the system with valve back, but then noticed the bent strut was scoring the clear liner portion of the sheath open. The fcs recommended stopping at this point and vascular surgery was called for a cutdown. The surgeon found that there were multiple areas of injury inside the vessel. The reporter also clarified that the sheath was initially tamponading the perforation, but the vessel had perforated due to the bent strut dragging backwards through the sheath while tearing the liner. Blood transfusion was also required. The patient was noted to be doing well, and the physician may bring the patient back to try a carotid tavr in the future.